Manufacturer narrative:
The device was returned for analysis. There was a rust color under all three ring electrodes. Dried body fluid was found on the handle, main shaft and distal end. Dried saline on the distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical shorts as checked manually using a multi-meter and breakout box. The tip measured electrically open. All other electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found dried fluid in the distal cavity between ring 2 and the tip. The distal end was dissected. Rust color was found inside all ring electrode wire feed-thru holes. Heavy concentration of dried saline between ring 3 and tip. The tip wire was isolated at approximately 40mm from the end of the distal tip. Resistance measurement through the tip wire back to the handle was open. Resistance to the tip was typical (0.8 ohms). The handle was opened. No dried fluids or other anomalies were found inside the handle, pcb and connector. The tip wire was isolated at the distal end of the handle. During wire extraction, only 71cm of tip wire was removed. Approximately 37cm of tip wire remained inside the shaft. The cause of the broken wire was due to corrosion.

Event description:
Reportable based on device analysis completed on 31jun2019. It was reported that the temperature kept dropping on the catheter and radiofrequency (rf) was disabled. During a right atrial ablation procedure, the temperature kept dropping on the intellanav mifi open-irrigated catheter and rf was disabled. They suspected it was a bad thermistor in the catheter. The catheter was replaced with another of the same device, and that solved the issue. This occurred inside the right atrium of the patient. No patient complications occurred. Device analysis revealed there was evidence of fluid ingress inside the distal end.